Event description:
It was reported that that this right ventricular (rv) lead was surgically abandoned due to rising impedance values as well as rising threshold values. It was successfully replaced with a new lead. No additional adverse patient effects were reported.